Event description:
It was reported that a review of a stored atrial tachy response (atr) episode for this right ventricular (rv) lead found intermittent undersensing of a non-sustained ventricular tachycardia (vt). Technical services (ts) was consulted and discussed possible troubleshooting options and possible causes. This device remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).